Event description:
The pt's venous needle became partially dislodged with no alarm condition. Blood loss estimated at 1 unit. There was no pt injury or medical intervention; the pt exhibited no adverse symptoms. Gambro technical services (gts) found no problem with the machine.